Event description:
It was reported that the atrial lead exhibited far-field sensing. A chest x-ray revealed that the atrial and ventricular leads were crossed; an insulation breach was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded and the proximal coil was crushed at 25.4 cm to 26.5 cm from the connector pin due to clavicular crush which resulted in the reported sensing anomaly.